Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092. Manufacturing site: 9618003.

Event description:
The end user reported that from an number of affected wafers from an unknown lot, the pre-cut wafers had off centered starter hole prior to use and it was first noted more than three months ago. It is unknown if the product was used by patient. No photo is available at this time.